Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of memory loss was confirmed. The device was found in backup vvi mode. Final analysis found a single bit flip in the product code.

Event description:
It was reported that a device was unable to be interrogated due to software corruption. The device was explanted and replaced.